Event description:
It was reported that the device was used during hals sigmoidcolectomy. The staple line on the distal portion of the sigmoid came apart. The proximal transection was good. The opened staple line was identified from below when they introduced the dilators and they came straight through and the staple line had unfolded. The proximal third of the staple line was fine, but the distal two-thirds was open and staples unformed. The repair was completed by firing across the distal sigmoid stump at the opening with the same device and a gold reload cartridge. The staple line was leak tested and was secure. The case was completed without further incident. No adverse consequence to the patient at this time. Additional information during call on (B)(6) 2011: no seamgaurd was used in this procedure. This case was hand assisted. Surgeon noticed that staple lines had opened and there were unformed staples on both sides of the transaction. Surgeon thought that sigmoid may have been too thick for a blue load and chose a gold reload to repair the open staple line. Case was completed without additional issue.

Manufacturer narrative:
(B)(4). Information unavailable. The device was not returned.